Event description:
User facility medwatch report: (B)(4) received that states: describe the event or problem: vessel still bleeding after two devices, so they attempted to deploy a third device in right femoral artery. 3rd device deployed with wire in place, trapping the footplate, suture, and wire. Suture grabbed the vessel and trapped the wire. Perclose taken apart to remove footplate. Footplate removed intact. White suture tightened and broken, releasing the wire and perclose device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated.